Event description:
Patient tested on the suspect device with an inr results of 5.2 and 5.7. Lab inr was 3.3. Another device test results was an inr value of 2.9 and 2.5. Lab inr was 1.7. Treatment was based upon the lab result. The reporter stated that controls always fall in range.